Event description:
Pt arrived in sicu from open heart surgery at 1455. Iabp in use at 1:1. Iabp alarmed at 1555, 1556, & 1557 with helium loss. At 1600 noted gold /orange flecks in iab tubing with bright red blood noted in iab tubing closer to insertion site. Pumping stopped. Balloon ruptured.